Manufacturer narrative:
Complete reporter name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon was inserted using another manufacturer's 10cm 8fr sheath. 20 minutes after insertion, a gas loss alarm began to occur every few minutes. Although no blood was drawn into the catheter shaft or extension tube, a reference line was set up to check for gas leakage, and a drop in the baseline of the balloon pressure was confirmed. It was determined that a balloon rupture had occurred, and the iab was removed once pci had settled. Iabp therapy was discontinued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: g1.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. H6 type of investigation, investigation conclusioncorrected field: h11

Event description:
N/a